Event description:
The physician used a wilson-cook web ii double lumen extraction basket during an ercp procedure for an attempted stone extraction. The basket was advanced through the endoscope. As the physician attempted to extend the extraction basket the inner drive wire punctured the outer sheath near the handle assembly. Post procedure the patient's condition was reported to be good.